Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. The customer reported that the date of the event was (B)(6) 2011; however, according to the event history, the event occurred on (B)(6), 2011.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 803:07 on channel a at start up was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to dirty prisms. The prisms in channel a were replaced in order to correct this condition. This issue is being investigated through CAPA.

Event description:
The facility representative reported a colleague infusion pump with failure code 803:07 on channel a on startup. Following a review of the pump's event history, the failure code 803:07 was determined to have interrupted delivery. This alarm occurred fourteen times. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.